Event description:
The pt was reportedly experiencing itchiness above the implant site with the external equipment use. The pt was prescribed with ointment (type unk). Advanced bionics is in the process of gathering more info.